Manufacturer narrative:
The product and lot numbers were not available; therefore, the UDI is unknown. Literature article attached to this MDR: feng, z., duan, d., zhang, p. Et al, (2015) ¿enterprise stent for the treatment of symptomatic intracranial atherosclerotic stenosis: an initial experience of 44 patients¿ bmc neurology.15:187). Concomitant product: a stryker balloon catheter, prowler select plus microcatheter were used during the procedure. A dose of 300mg aspirin and 75mg clopidogrel was given at least 3 days before the procedure, and during intervention, patients were heparinized to a doubled activated clotting time. A daily dose of 300mg aspirin and 75mg clopidogrel was recommended for 6 weeks after discharge, followed by aspirin only. This is 1 of 7 MDR reports being submitted for this literature article. Additional information will be submitted within 30 days of receipt.

Event description:
As reported in a literature article, four patients experienced a new emerging ischemic stroke that was classified as a perforator event, and three patients developed in-stent restenosis. The retrospective study assessed the safety and efficacy of undersized balloon angioplasty followed by deployment of an enterprise stent for the treatment of complex symptomatic intracranial atherosclerotic stenosis. Forty-four patients on combined antiplatelet therapy and intensive risk factor management, with a symptomatic 70- 99% stenosis of a major intracranial artery in complex settings were enrolled between (B)(6) 2009 and (B)(6) 2013. Overall procedural success rate was 100%. There were 32 men and 12 women enrolled, with a mean age of 60. All patients presented with an ischemic stroke (26 patients) or a tia (18 patients). A dose of 300mg aspirin and 75mg clopidogrel was given at least 3 days before the procedure, and during intervention, patients were heparinized to a doubled activated clotting time. A daily dose of 300mg aspirin and 75mg clopidogrel was recommended for 6 weeks after discharge, followed by aspirin only. The second patient with a periprocedural complication (identified as case 2 on table 3) had a 90% stenotic middle cerebral artery lesion treated with pre-dilation with a 2.25 x 9mm non-codman balloon catheter followed by implantation of a single 4.5 x 22mm enterprise stent. Post-procedure stenosis was 0%. At 5 hours post-procedure, the patient was noted to have suffered an intracranial hemorrhage with symptoms of hemiplegia, and nihss of 2. The intraparenchymal hemorrhage was reported to be due to hyperperfusion injury. No further information was provided, including patient demographics, subsequent treatment, or catalog/lot numbers of the enterprise device.

Manufacturer narrative:
Multiple attempts to obtain additional information were unsuccessful. No additional information could be obtained. Conclusion: as reported in a literature article (feng, z., duan, d., zhang, p. Et al, (2015) ¿enterprise stent for the treatment of symptomatic intracranial atherosclerotic stenosis: an initial experience of 44 patients¿ bmc neurology.15:187, doi 10.1186/s12883-015-0443-9), four patients experienced a new emerging ischemic stroke that was classified as a perforator event, and three patients developed in-stent restenosis. The retrospective study assessed the safety and efficacy of undersized balloon angioplasty followed by deployment of an enterprise stent for the treatment of complex symptomatic intracranial atherosclerotic stenosis. Forty-four patients on combined antiplatelet therapy and intensive risk factor management, with a symptomatic 70- 99% stenosis of a major intracranial artery in complex settings were enrolled between july 2009 and august 2013. Overall procedural success rate was 100%. There were 32 men and 12 women enrolled, with a mean age of 60. All patients presented with an ischemic stroke (26 patients) or a tia (18 patients). A dose of 300mg aspirin and 75mg clopidogrel was given at least 3 days before the procedure, and during intervention, patients were heparinized to a doubled activated clotting time. A daily dose of 300mg aspirin and 75mg clopidogrel was recommended for 6 weeks after discharge, followed by aspirin only. The second patient with a periprocedural complication (identified as (B)(6)) had a 90% stenotic middle cerebral artery lesion treated with pre-dilation with a 2.25 x 9mm non-codman balloon catheter followed by implantation of a single 4.5 x 22mm enterprise stent. Post-procedure stenosis was 0%. At 5 hours post-procedure, the patient was noted to have suffered an intracranial hemorrhage with symptoms of hemiplegia, and nihss of 2. The intraparenchymal hemorrhage was reported to be due to hyperperfusion injury. No further information was provided, including patient demographics, subsequent treatment, or catalog/lot numbers of the enterprise device. The device was not available for analysis. In addition, the lot number was not provided; therefore, a DHR review could not be performed. The event that occurred during the off-label use of the enterprise stent could not be confirmed without procedure films or additional information; however, stroke and neurological deficit are known potential events associated with the enterprise stent. The enterprise sent is not intended for use for treatment of vessel stenosis. According to the instructions for use (IFU), ¿the codman enterprise vascular reconstruction device and delivery system is intended for use with embolic coils for the treatment of wide-neck, intracranial, saccular or fusiform aneurysm arising from a parent vessel¿. There was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is 1 of 7 MDR reports being submitted for this literature complaint.